Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at 2 day post op exam. The patient¿s chief complaint was it was uncomfortable. The patient was seen on a 11 day post op exam and the surgery center noted the striae was still present. The flap was lifted and smoothed out to resolve the striae. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/50 -2.75 x -2.75 x 167, left eye pre-op 20/30 -4.50 x -1.25 x 3.